Event description:
The customer reported that the device was displaying all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer followed up with physio-control and advised that they have retired the device due to costs associated with repair and the age of the device. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the outcome of the device. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.